Event description:
Procedure type: gastric bypass. According to the rptr: during a gastric bypass, the pt hemorrhaged from the stapling line of the jejuno-jejunostomy which led to an emergency re-operation. The pt in emergency.

Manufacturer narrative:
(B)(4).